Event description:
It was reported that the patient experienced a hypoglycemic event with a blood glucose value of 60 during the morning while using the ilet bionic pancreas, with the cause unclear and the patient unsure why the glucose declined. Symptoms included hypoglycemia. Outcomes included self-treatment with fast-acting oral carbohydrate. Investigation included troubleshooting and user education. Investigation of this case revealed no device-related malfunction reported and no alarms beyond the reported low glucose value. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.